Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17849, 2017865-2019-17850, 2017865-2019-17851. It was reported that the patient presented in the hospital with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular pacemaker system. The physician explanted the pacemaker, right atrial lead, right ventricular lead, and left ventricular lead.

Manufacturer narrative:
Correction: implant date should have been (B)(6) 2015 instead of (B)(6) 2019.